Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 231 mg/dl at the time of the incident. The customer reported that they had air bubble in the reservoir and tubing and the approximate size of air bubbles was ranging from large to small. It was also reported that the blood glucose was rising. The troubleshooting was advised to monitor blood glucose and call back if blood glucose continued to rise or if she noticed the bubbles again. The reservoir will not be returned for analysis.